Manufacturer narrative:
Product ID 37761 lot# serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(4) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) product ID: 37761, serial/lot #: (B)(4) analysis of the 37761 desktop charger (dtc) (s/n (B)(6)) revealed bent connector pin. Analysis of the 37761 desktop charger (dtc) (s/n (B)(6)) revealed bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were having trouble getting the rechargers to charge. The patient representative stated that the patient has two rechargers, and they noticed that both of them were displaying the 'charge your recharger' warning screen. The caller stated that nka138664n continued to display the 'charge your recharger' warning screen after they connected the desktop charger (dtc) to it, so they have not been able to use that recharger. The caller stated that nka132804n charges "somewhat" after they connected the dtc to it. The caller did not have the dtcs with them at the time of the call, so dtc serial numbers were uncollectable and further troubleshooting could not be performed. The caller mentioned that the patient's dtcs were fairly new, noting that they were replaced probably a year or two ago. The caller also mentioned that about a month ago they noticed the recharger antenna cords were cracked and frayed, and this week they were unable to get one of the patient's implanted neurostimulators to charge. Further troubleshooting could not be performed because the caller was not at home with the patient. Agent advised the caller to call back to provide the serial numbers of the dtcs.